Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device did not deliver the pacing energy to the patient. The biomed reported that the patient involved was not harmed and did not experience an adverse patient impact. The clinicians obtained another device to treat the patient.